Event description:
It was reported that the programmer was "frozen" and the touch pen does not work. It was further reported the programmer is frozen in the find patient screen and beeps continuously. It was also reported the programmer sometimes will not boot-up to main screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, rf (radio frequency) head. Product ID: 229047, analyzer. (B)(4).